Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced stress urinary incontinence, frequency, nocturia, incomplete emptying, detrusor instability, weak stream, urgency, pain and exposure. A revision for the exposed mesh, sling removal and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.